Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis with a scratched screen. During analysis, the device was started in an application, no problems found with beeping. Service will replace the downstream sensor as a preventive measure. It was also noted that the device was displaying ec1720. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump exhibited double beep for no cassette. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Follow up customer response revealed no patient involvement when cadd legacy 1 pumps - 6400 double beeped no cassette, as event occurred during testing. Unknown date of event. Updated. A 1 b 1 b 4 b 5 g 7 h 1 h 2 h 3 h 6 h 10.

Event description:
Follow up report generated with customer response in h -10.